Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of the jetstream xc-2.4 atherectomy catheter with the thruway guidewire. When the devices were received, the guidewire was not inside the jetstream device. A visual examination identified blood present inside the device. The shaft, tip and blades were microscopically examined. Numerous kinks/buckling were present throughout the distal shaft of the device. Functional testing was performed by inserting the returned thruway guidewire into the tip of the jetstream device. The guidewire was able to be advanced; however, when it got to a severe kink in the guidewire, the jetstream device was unable to be advanced. Functional testing was perform by setting the device up per the dfu and the device functioned as designed with no issues. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. During a rotational atherectomy treatment procedure within the superficial femoral artery (sfa), a 2.4mm jetstream xc catheter was selected for use. The jetstream catheter had difficulty advancing over a thruway wire and got stuck . The physician pulled everything out of the patient. The procedure was completed with a new wire and a new catheter. No complications were reported and the patients status post procedure was fine.